Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of less than 1 month. Through follow-up with the surgeon, it was learned that the patient's cause of death was due to c.v.a.